Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Three devices were received for evaluation; 2 events were duplicated during testing. One event was not duplicated; however, the device was not within specifications. One device was found to be affected by wear. One device was found to have a mechanical problem. One device was found to have an electrical problem. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes <noe> 3 </noe> malfunction events in which the device overheated. One event had patient involvement with no patient impact. One reported event had no patient involvement or patient impact. One reported event was unknown if there was patient involvement or patient impact.